Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Improper customer techniques were identified in the complaint; these could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr result and alternate poc inr result. The results were as follows: inratio inr = 1.6; other poc inr = 2.8. Inratio was then tested while caller was on the phone and the result was inratio=2.3. The reported therapeutic range was: 2.0-3.0. It was reported that the monitor was kept inside its carrying case during testing; multiple tests were performed using the same fingerstick; the sample was not applied immediately after the fingerstick was performed and the first drop of blood was not being used.